Manufacturer narrative:
There is no return product verification. The reported event occurred in 2022. No finished goods reference nor batch number were provided, and no product was returned for investigation. No product picture was provided with complaint notification form. Therefore, exact identification of the product reference, batch number and manufacturer cannot be confirmed. The reported defect of "infection due to the port itself" cannot be confirmed. Nevertheless, a list of finished goods references/lots which have delivered to this this hospital has been pulled from archives for verification: item number: item description, lot number, expiration date, manufacture date, UDI:: h965451190, xcela pt/8.0/sl/f/a, 110919000, 12/31/2015, 05/16/2011, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 110924000, 06/30/2016, 07/05/2011, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 110981000, 06/30/2016, 06/28/2011, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 120154000, 12/31/2016, 03/21/2012, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 121084000, 06/30/2017, 08/20/2012, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 121631000, 06/30/2017, 10/16/2012, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 131896000, 12/31/2018, 01/30/2014, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 132271000, 12/31/2018, 02/17/2014, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 134851000, 12/31/2019, 03/17/2015, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 135952000, 06/30/2020, 11/26/2015, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 137980000, 06/30/2021, 10/11/2016, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 140353000, 11/08/2022, 11/09/2017, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 144453000, 06/18/2024, 06/26/2019, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 148018000, 11/09/2025, 11/10/2020, (B)(4). H965451190, xcela pt/8.0/sl/f/a, 149716000, 09/09/2026, 09/16/2021,(B)(4). H965451190, xcela pt/8.0/sl/f/a, 151369000, 06/19/2027, 06/20/2022, (B)(4). Since the finished goods reference number and lot number were not provided in the customer complaint report form, pfm requested additional information to identify the specific finished goods sold to the facility. A thorough review of the device history records for all finished goods sold to the facility was conducted, revealing that all batch records are complete, and no deviations were identified during manufacturing, lal testing, or the sterilization cycle. Additionally, all lot numbers listed met their specifications according to the manufacturing records. None of the batches listed have been associated with any nonconformance's or capas that could lead to the reported defect. The related risks are documented in our risk management file, and potential complications are detailed in the instructions for use. No return sample was provided. The manufacturer conducted a document review, confirming that the product sold to this facility met its specifications. However, without a returned product for technical investigation, pfm medical cpp could not confirm the reported defect of "infection." The related risks are documented in the risk management file. As a result, the complaint is classified as "no definitive conclusion, unverifiable" due to the absence of the returned product. For optimal complaint management, the return of the product in question is essential for a complete investigation, particularly if contamination is suspected.

Event description:
On or about (B)(6) 2022, patient underwent placement of an angiodynamics xcela product at vascular associates of (B)(6). By dr. (B)(6), m.d. The device was implanted for the purpose of ongoing chemotherapy. On or about (B)(6) 2022, patient presented himself to city of (B)(6) hospital in (B)(6) with complaints of fever and acidosis. Upon being admitted, patient's blood cultures were drawn and were persistently positive. Patient's medical team determined suspected that the xcela was the source of the infection and that the defective port had to be removed. On or about (B)(6) 2022, patient's port was removed by dr. (B)(6), m.d., at city of (B)(6) hospital in (B)(6).